Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery would not charger or power a test monitor. Upon evaluation, the f1 fuse was blown. The cause of the non-functional battery pack is the blown fuse. The root cause of the blown fuse cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.